Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this programmer were observed to have no outward signs of abuse or mishandling. Displayed error code on power up. Was able to successfully boot up. Part of the internal circuitry was shorted that due to liquid contamination residue. Suspect shorted damaged was then replaced. The programmer then passed all incoming tests.

Manufacturer narrative:
(B)(4).